Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was at end of life (eol) and shock therapy had been delivered over the weekend. Technical services (ts) was consulted to review history or device settings, but the patient was not monitored remotely. Subsequently, this crt-d was explanted and replaced due to normal battery depletion (nbd), and as a result, episodes were not available for review. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.